Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation on (B)(6) 2015. Investigation results as follows: visual inspection was performed and no physical damages were observed. A review of the platform's archive data was performed and the customer's reported complaint of the platform intermittently stopping compressions during a call was confirmed as multiple user advisory (ua) 17 (max motor on time exceeded during active operation) messages were observed on the reported event date of (B)(6) 2015. Please note that li-ion battery (s/n (B)(4)) with a high remaining capacity, was in use on a medium/large sized difficult to compress patient, when the user advisory (ua) 17 messages occurred. A ua 17 fault occurs when compression depth is not reached in time. Possible causes are (1) low battery voltage and/or (2) the lifeband is twisted. No batteries were returned for evaluation, therefore a definitive root cause could not be determined. Functional testing was performed and the customer's reported complaint was unable to be duplicated. A run_in test using a 95% patient test fixture (lrtf) was performed for several hours and no faults or user advisories were exhibited. A brake gap inspection was also performed which confirmed that the brake gap was out of specification at 0.011". The brake gap could not be adjusted back within the specification of 0.008". Therefore, the drive train motor was replaced to remedy this issue. Based on the investigation, the part identified for replacement was the drivetrain motor. In summary, the customer's reported complaint was confirmed during review of the archive as multiple user advisory (ua) 17 messages were observed on the reported event date. No mechanical issues were found with the device that may have caused or contributed to the ua 17 being displayed. Since no batteries were returned for evaluation a definitive root cause could not be determined. Following service of the returned platform, the device passed all testing criteria.

Event description:
It was reported that during patient use, the autopulse platform intermittently stopped performing compressions. The customer reported that the lifeband fit the patient just fine and it is unknown if the platform displayed any error messages. Medics were close to the hospital, therefore there was no impact to patient care. No adverse patient sequelae was reported. No further details were provided.